Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported dissatisfaction with vision post bilateral lens implant. A yag laser procedure was performed on both eyes. The reason for yag procedure was not provided. This report pertains to the pt's right eye. Add'l info has been requested. Please reference MDR #: 2031924-2014-00250 for the pt's left eye.